Event description:
Prior to a magnetic resonance imaging (MRI), the patient reported feeling bad. The device was checked and decreased capture thresholds resulting in loss of capture were observed on the device. The device was reprogrammed to resolve this event. The patient was stable.